Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic retosigmoidectomy, while clipping the vessel, the seal of the device disengaged and had a damaged seal. They opened a new device to complete the case. There was no patient injury.